Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this study is ¿percutaneous screw fixation for painful non-union of lateral malleolus ankle fractures¿ and is associated with the stryker asnis iiitm titanium screw. Within that publication, intraoperative/ post-operative complications/ adverse events were reported, which occurred between march 2011 to february 2017. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pain due to prominent screw head. The study states, ¿one patient (8%) underwent screw removal as a day case procedure following successful fracture union, for painful prominence of the screw head. Symptoms resolved following screw removal.¿